Event description:
Pt reports fell out of wheelchair. States left large wheel fell off wheelchair causing pt to fall. Pt complained of increased pain to neck and shoulders after the fall. Pt went to hospital for further evaluation. Caregiver reported CT scan done at hospital.